Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs ipg would not communicate with external devices, the patient programmer displayed a communication error and the charger could not locate the ipg. Surgical intervention to replace the patient's ipg may be necessary.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Follow up information received identified the patient had her dbs ipg explanted and replaced with a new one. The patient's dbs system was successfully programmed post-op and the reported issue resolved.